Manufacturer narrative:
Report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2004. The month of manufacture was unavailable at time of MDR filing. A ge healthcare service representative performed a checkout of the system with the hospital biomed remotely and confirmed the reported issue. The hose was replaced by the customer.

Event description:
The hospital reported a malfunction causing a loss of suction. There was no report of patient involvement.